Manufacturer narrative:
Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No motor error alarm noted during bolus/basal delivery. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Unit passed the displacement test, rewind, basic occlusion test, self-test and the unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/delivery test due to faulty forced sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The motor was tested outside of the unit and passed.

Event description:
It was reported that customer received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed five motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.